Manufacturer narrative:
According to the conformable gore® tag® thoracic stent graft with active control system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak. In addition, the IFU instructs that the minimum overlap between components must be at least 3 cm (gold band to gold band).

Event description:
On (B)(6) 2020 this patient underwent endovascular treatment of a thoracic aortic aneurysm using conformable gore® tag® thoracic stent graft with active control system. On (B)(6) 2020, the patient presented with possible type iii component disconnect endoleak. A reintervention was performed whereby two addition conformable gore® tag® thoracic stent graft devices were implanted to treat the suspected endoleak. The reintervening physician suspects the overlap between the two original devices may not have been sufficient, thus contributing to the suspected type iii endoleak. The endoleak was resolved and the patient tolerated the procedure.